Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any additional info is received. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter worked correctly during trial connection. They started with a low cutter speed; however when geared up to high speed the cutter function was not working properly. During surgery the cutter failed to provide adequate cutting action, but aspiration continued. There was no impact to the pt reported.